Event description:
First of all, no one told me this had nickel in it and I am allergic to nickel! From the second essure was inserted into my tubes, I had horrible cramping, that has now turned into horrible pelvic pain that has only gotten worse with each passing day. I just recently ((B)(6)) had a three week period, I'm always tired as I always feel sick. I was a very active woman when I had these placed, they have taken my life away. I've been on numerous depression meds, none of which has helped over the last few months. I'm having severe pain, that norco is not relieving and I was just told, if I want the pain to go away, I have to have a hysterectomy- seriously?!!! This last year has been the worse year of my life! There is something wrong with this product!